Event description:
It was reported by the patient the device and lead were explanted due to causing "so many problems." Additional information reported the lead had dislodged and the screw mechanism did not work. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): blood in/on helix/lobe mechanism, the distal conductor was distorted, the inner tubing was kinked/buckled and the outer tubing overlay had cosmetic environmental stress cracking; the analyst noted that the lead was returned with the helix fulled extended, with blood and tissue on it, and the distal conductor distorted within the connector. Blood and tissue on the helix from dislodgement most likely caused the helix to not retract and the distal conductor then became distorted within the connector; full lead returned and analyzed.